Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a sensing/detection issue. As well, the patient' s right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated sensing integrity counter (sic), non-sustained ventricular tachycardia episodes, short v-v episodes and noise. There was inappropriate therapy and a lead fracture. Both device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.